Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following: compounding technician spotted that the filter was leaking ns before chemotherapy medication was added.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.